Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered pain and excessive levels of chromium and cobalt in her blood. Update rec'd (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dor and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(4) 2014. Update rec¿d (B)(4) 2014 - medical records received. Patient revised to address acetabular loosening and displacement. Upon revision, clear yellow fluid, metal staining of the capsule, fretting and corrosion on the trunnion of the femoral component which was cleaned and remained in situ, and sclerotic bone were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).